Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent sensing and some under-detection was noticed during a ventricular fibrillation (vf). The competitor generator was unable to convert the vf and the patient's husband performed reanimation to the patient until the physician arrived, and the patient was stable. The device was reprogrammed in august 2022 to optimize detection. No additional adverse patient effects were reported. This competitor device and rv lead remains in-service.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent sensing and some under-detection was noticed during a ventricular fibrillation (vf). The competitor generator was unable to convert the vf and the patient's husband performed reanimation to the patient until the physician arrived, and the patient was stable. The device was reprogrammed in (B)(6) 2022 to optimize detection. No additional adverse patient effects were reported. This competitor device and rv lead remains in-service.